Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a breast procedure, a burn occurred on the pt's chest. The surgeon was nearing the end of the case when she noticed the burn that mirrored the bend in the pencil cord. Degree of burn and type of treatment are unk. A conmed system 5000 at 40 watts cut and 40 watts coag on the standard settings was also in use. It is unk if the pencil cord was clamped in place.